Event description:
It was reported that the right atrial lead had dislodged; twiddlers syndrome was suspected. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2015. The patient would be followed normally.